Manufacturer narrative:
Faulty footboard.

Event description:
It was reported by svc report that the brake would disengage to neutral when the footboard was used to adjust the position. There was pt involvement; however, no adverse consequences are reported.